Manufacturer narrative:
Investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "error code 3fd:power on test error", could be confirmed. The cause can be attributed to a random defect of a the control valve due to residues. This can occur by dirt particles in the used gas. The additional determined issues (outdated software) are independent from the reported failure from customer. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that error code 3fd:power on test error appeared. No negative impact in state of health reported.